Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a vascular dissection occurred while implanting the delivery catheter, which caused vessel edema and difficulty to implant the left ventricular (lv) lead. The delivery catheter was replaced and after the lv lead reached the target position, the lead dislodged during slitting of the delivery catheter. The physician replaced the delivery catheter again to re-implant the lv lead, but the lead dislodged again. It was noted due to patient's vascular dissection and poor cardiac function, the lv lead would not be implanted; the physician chose to implant a single chamber implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.